Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump had pump error alarm. The customer¿s blood glucose level was 19.7 mmol/l. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis

Manufacturer narrative:
Hardware low level failures alarm (variableinfo=3) confirmed in the pump history and during self test due to broken trace. Insulin pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.